Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "using endo-therapy accessories describes the following warning. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the sealing accessory. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. It may cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of leaking from the distal end was confirmed -due to a pinhole on channel-tube, water tightness was lost. The forceps channel port was shaved, which has been attributed due to stress of repeated use, external factors, or handling. The evaluation of the returned device also revealed the additional findings: due to a pinhole on bending section cover, water tightness was lost; due to damage on channel-tube, forceps could not be inserted smoothly; due to damage on channel-tube, channel cleaning brush could not be inserted smoothly; due to wear of angle wire, bending angle in the upward direction did not meet the standard value; video case was dirty; universal cord had a wrinkle; scope connector had a crack; bending tube was damaged; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the uretero-reno videoscope exhibited leakage from the distal end. During testing and inspection of the returned device, the forceps channel port was shaved, which has been attributed due to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation. There were no reports of patient harm or impact associated with the event. Additional procedural details have been requested from the customer.